Manufacturer narrative:
The reported events of high pacing threshold, high lead impedance and noise were not confirmed. A partial lead with the distal end measuring 49.4 cm was returned for analysis. Analysis was normal. No anomalies were found.

Event description:
New information received states that the rv lead was explanted and replaced. Additional information was requested but has not been received. No further information is available at this time.

Event description:
It was reported that the patient's rv lead has rising capture thresholds, rising pacing lead impedances, and noise. All other parameters were stable and in range. Programming changes were made to resolve the issue. The patient was stable and will continue to be monitored.